Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The customer's mother reported that the blood glucose device gave lower than expected readings during a hyperglycemic event. On (B)(6) 2021 the customer received normal blood glucose results on their performa system (exact values unknown). In the evening the customer started vomiting and later on stabilized. On (B)(6) 2021, the mother removed the customer from pump therapy, because glucose levels were normal. Later on in the day the customer was transported to the hospital. At an unknown time the customer received a blood glucose result of 167 mg/dl on her performa meter and a result of 650 mg/dl from a blood lab analysis. The timeframe between the results was unknown. The customer was admitted into the intensive care unit for high blood glucose and dehydration, and was treated with unknown insulin. It was reported that the customer received the following results on the performa meter, compared to a professional meter within 15 minutes: 89 mg/dl (performa) and 310 mg/dl (hospital meter). The customer was hospitalized for three days.

Manufacturer narrative:
Customer returned 2 vials from lot 479239. All testing with the returned strips produced acceptable results with second vial.